Event description:
Pt info female, morbidly obese (B)(6) for incisional hernia repair laparoscopic. After pt was successfully intubated with the glide scope, pt placed on new ge ventilator on anesthesia machine, but was not able to ventilate pt with ventilator. Numerous settings on volume control setting and pressure control settings attempted but would not deliver volumes to the pt. The case was completed with hand ventilation through out the case. The results ended well for the pt successfully extubated without event. (B)(4). Model # aespire 7900 (B)(4).